Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included stress incontinence. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced bladder prolapse ("prolapsed bladder"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), uterine prolapse ("uterine prolapse") and umbilical hernia ("hernia next to umbilicus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia had resolved and the dyspareunia, bladder disorder, weight increased, uterine prolapse, umbilical hernia and bladder prolapse outcome was unknown. The reporter considered bladder disorder, bladder prolapse, dyspareunia, menorrhagia, umbilical hernia, uterine prolapse and weight increased to be related to essure. The reporter commented: patient received treatment for-dyspareunia, menorrhagia, bladder problems, weight gain and uterine prolapse. Trailing coil 4 on left and 3 on right. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: uterine prolapsed most recent follow-up information incorporated above includes: on 8-oct-2019: pfs and mr received- new events "hernia next to umbilicus and prolapsed bladder", reporter and patient demography, medical history and lot number were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included stress incontinence. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced bladder prolapse ("prolapsed bladder"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), uterine prolapse ("uterine prolapse"), umbilical hernia ("hernia next to umbilicus"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia had resolved and the dyspareunia, bladder disorder, weight increased, uterine prolapse, umbilical hernia, bladder prolapse, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, bladder prolapse, dyspareunia, menorrhagia, pelvic pain, umbilical hernia, uterine prolapse and weight increased to be related to essure. The reporter commented: patient received treatment for-dyspareunia, menorrhagia, bladder problems, weight gain and uterine prolapse. Trailing coil 4 on left and 3 on right. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: uterine prolapsed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: new pfs received- new events pelvic pain, abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. 959221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included stress incontinence. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced bladder prolapse ("prolapsed bladder"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), uterine prolapse ("uterine prolapse") and umbilical hernia ("hernia next to umbilicus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia had resolved and the dyspareunia, bladder disorder, weight increased, uterine prolapse, umbilical hernia and bladder prolapse outcome was unknown. The reporter considered bladder disorder, bladder prolapse, dyspareunia, menorrhagia, umbilical hernia, uterine prolapse and weight increased to be related to essure. The reporter commented: patient received treatment for-dyspareunia, menorrhagia, bladder problems, weight gain and uterine prolapse. Trailing coil 4 on left and 3 on right. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: uterine prolapsed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem") and uterine prolapse ("uterine prolapse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia had resolved and the dyspareunia, bladder disorder, weight increased and uterine prolapse outcome was unknown. The reporter considered bladder disorder, dyspareunia, menorrhagia, uterine prolapse and weight increased to be related to essure. The reporter commented: patient received treatment for-dyspareunia, menorrhagia, bladder problems, weight gain and uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), bladder problem, weight gain, uterine prolapse and she did not undergo essure confirmation test were added. Patient demography added. Updated suspected drug indication. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.